Event description:
Customer reported the system stopped working during a procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and ordered a replacement monoblock (x-ray tube) assembly. It is anticipated that replacement of the monoblock will return the system to operating as intended.